Manufacturer narrative:
Product analysis the device was returned with the thumbswitch in the ¿off¿ position and with the distal flush tool (dft) positioned over the housing, the dft was retracted, and the cutter was positioned in approximately 28mm inside the housing a black piece of foreign material was returned, the black seal on the dft was removed, and it was found that there was a portion of the black seal missing, the returned black piece of foreign material matches up with the missing portion of the black dft seal image review the customer returned one image. The image shows a piece of black material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone lx atherectomy device with a 7fr non-medtronic sheath and a spider fx embolic protection device/guidewire during treatment of a 200mm fibrous plaque lesion in the patients right mid distal superficial femoral artery (sfa). Minimal vessel calcification was reported. Lesion exhibited 80% stenosis. Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The vessel was not pre-dilated. The vessel was post-dilated with a non-medtronic device. The device was passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that the hawkone lx device completed passes and was safely removed from the patient to clean it. Upon flushing the device to remove the plaque, a small piece of foreign material/black plastic exited the flush window. The material was suspected to be a part of the device. The material was not pet liner. The device was wiped down prior to use. No foreign material was left inside of the body and no complications with the patient. A replacement hawkone lx device was opened and used to complete the procedure. No patient injury reported.